Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer blood glucose was above 400 mg/dl at the time of event and treated with help of insulin pump. Customer also stated insulin pump had motor error alarm and action and down button not working. Customer reported that the drive support cap appears normal. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.